Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the scope not being detected when using the light source, was not confirmed. The device evaluation found worn out socket slider switch causing intermittent use of high intensity mode. Corrosion inside scope socket tubing. Corrosion inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the scope is not detected when using the evis exera iii xenon light source. There were no reports of patient harm.